Event description:
Customer reported that based on a potassium result of 8.1 meg/l on the I-stat system, a pt with a diagnosis of renal failure was placed on dialysis. Dialysis was discontinued when repeat potassium result was obtained. Result of repeat potassium analysis was 4.7meg/l.